Manufacturer narrative:
The reported event of pcus screens receiving marks from pump module door clamps file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the pcu¿s have a mark on the screen, lvp door rubs on screen. The customer states this issue effects their entire inventory. The customer requests the pump module door doesn't open greater than 90 degrees. There has been no patient harm.